Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("belly pain") in a (B)(6) female patient who had essure inserted for ectopic pregnancy. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure was implanted to avoid ectopic pregnancy" on (B)(6) 2010, device use issue "essure was implanted to avoid ectopic pregnancy" on (B)(6) 2010, medical device monitoring error "only one essure was implanted" on (B)(6) 2010 and device use issue "after several attempts inserting and removing the device the physician could place it". The patient's past medical history included ectopic pregnancy in 2006, ectopic pregnancy in 2008, failed in vitro fertilization on (B)(6) 2009, failed in vitro fertilization, failed in vitro fertilization in 2010, abortion on (B)(6) 2010 and ectopic pregnancy in (B)(6) 2010. Previously administered products included for an unreported indication: methotrexate in 2008 and methotrexate. Concurrent conditions included fallopian tube disorder. Family history included gastric cancer (paternal grandfather) and leukemia (paternal grandmother). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("she could not bear the pain during essure insertion"). In 2010, the patient experienced erythema ("erythema"), pelvic pain ("pelvic pain"), the first episode of vulvovaginal pruritus ("vaginal pruritus") and the first episode of menstrual disorder ("menstrual alterations"). In (B)(6) 2010, the patient experienced dermatitis ("dermatitis on neckline"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to nickel sulfate"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") with urticaria, pruritus and acne, abdominal distension ("belly swelling"), back pain ("intense back pain"), breast pain ("breast pain"), arthralgia ("hip pain"), pain in extremity ("pain in the right leg"), the second episode of vulvovaginal pruritus ("itching sensation in vulvar area"), alopecia ("hair weakness"), the first episode of menstruation irregular ("irregular menstruations"), haematochezia ("bleeding while defecating"), diarrhoea ("diarrhea"), dysmenorrhoea ("painful menstruations"), the second episode of menstrual disorder ("clots during menstruation"), lactose intolerance ("lactose intolerance"), alcohol intolerance ("alcohol intolerance"), flatulence ("intestinal gas"), headache ("headache"), nausea ("nausea"), dizziness ("dizziness"), urinary incontinence ("urinary incontinence"), insomnia ("insomnia"), anxiety ("anxiety"), adverse event ("multiple ailments"), menorrhagia ("abundant menstruation") and the second episode of menstruation irregular ("irregular menstruation"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, hypersensitivity, abdominal distension, allergy to metals, breast pain, procedural pain, arthralgia, pain in extremity, the last episode of vulvovaginal pruritus, alopecia, haematochezia, diarrhoea, dysmenorrhoea, the last episode of menstrual disorder, lactose intolerance, alcohol intolerance, flatulence, headache, nausea, dizziness, urinary incontinence, insomnia, anxiety, adverse event, menorrhagia, dermatitis, erythema and pelvic pain had resolved and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain, adverse event, alcohol intolerance, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, dermatitis, diarrhoea, dizziness, dysmenorrhoea, erythema, flatulence, haematochezia, headache, hypersensitivity, insomnia, lactose intolerance, menorrhagia, nausea, pain in extremity, pelvic pain, procedural pain, urinary incontinence, the first episode of menstrual disorder, the first episode of menstruation irregular, the first episode of vulvovaginal pruritus, the second episode of menstrual disorder, the second episode of menstruation irregular and the second episode of vulvovaginal pruritus to be unrelated to essure. The reporter commented: since the removal, the symptoms disappeared. She had to medical controls on (B)(6) 2017 and (B)(6) 2017 (as reported) and everything is fine. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("belly pain") in a 30-year-old female patient who had essure inserted for ectopic pregnancy. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure was implanted to avoid ectopic pregnancy" on (B)(6) 2010, device use issue "essure was implanted to avoid ectopic pregnancy" on (B)(6) 2010 and device use issue "after several attempts inserting and removing the device the physician could place it". The patient's past medical history included ectopic pregnancy in 2006, ectopic pregnancy in 2008, failed in vitro fertilization on (B)(6) 2009, failed in vitro fertilization, failed in vitro fertilization in 2010, abortion on (B)(6) 2010 and ectopic pregnancy in (B)(6) 2010. Previously administered products included for an unreported indication: methotrexate in 2008 and methotrexate. Concurrent conditions included fallopian tube disorder. Family history included gastric cancer (paternal grandfather) and leukemia (paternal grandmother). In 2010, the patient experienced erythema ("erythema"), pelvic pain ("pelvic pain"), the first episode of vulvovaginal pruritus ("vaginal pruritus") and the first episode of menstrual disorder ("menstrual alterations"). In (B)(6) 2010, the patient experienced dermatitis ("dermatitis on neckline"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("she could not bear the pain during essure insertion") and complication of device insertion ("only one essure was implanted"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to nickel sulfate"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") with urticaria, pruritus and acne, abdominal distension ("belly swelling"), back pain ("intense back pain"), breast pain ("breast pain"), arthralgia ("hip pain"), pain in extremity ("pain in the right leg"), the second episode of vulvovaginal pruritus ("itching sensation in vulvar area"), alopecia ("hair weakness"), the first episode of menstruation irregular ("irregular menstruations"), haematochezia ("bleeding while defecating"), diarrhoea ("diarrhea"), dysmenorrhoea ("painful menstruations"), the second episode of menstrual disorder ("clots during menstruation"), lactose intolerance ("lactose intolerance"), alcohol intolerance ("alcohol intolerance"), flatulence ("intestinal gas"), headache ("headache"), nausea ("nauseas"), dizziness ("dizziness"), urinary incontinence ("urinary incontinence"), insomnia ("insomnia"), anxiety ("anxiety"), adverse reaction ("multiple ailments"), menorrhagia ("abundant menstruation") and the second episode of menstruation irregular ("irregular menstruation"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, hypersensitivity, abdominal distension, allergy to metals, breast pain, procedural pain, arthralgia, pain in extremity, the last episode of vulvovaginal pruritus, alopecia, haematochezia, diarrhoea, dysmenorrhoea, the last episode of menstrual disorder, lactose intolerance, alcohol intolerance, flatulence, headache, nausea, dizziness, urinary incontinence, insomnia, anxiety, adverse reaction, menorrhagia, dermatitis, erythema and pelvic pain had resolved and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain, adverse reaction, alcohol intolerance, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, complication of device insertion, dermatitis, diarrhoea, dizziness, dysmenorrhoea, erythema, flatulence, haematochezia, headache, hypersensitivity, insomnia, lactose intolerance, menorrhagia, nausea, pain in extremity, pelvic pain, procedural pain, urinary incontinence, the first episode of menstrual disorder, the first episode of menstruation irregular, the first episode of vulvovaginal pruritus, the second episode of menstrual disorder, the second episode of menstruation irregular and the second episode of vulvovaginal pruritus to be unrelated to essure. The reporter commented: since the removal, the symptoms disappeared. She had to medical controls on (B)(6) 2017 and (B)(6) 2017 (as reported) and everything is fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('belly pain') and hyperhidrosis ('palmar, axillary and plantar hyperhidrosis') in a 30-year-old female patient who had essure inserted for ectopic pregnancy and hydrosalpinx. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure was implanted to avoid ectopic pregnancy" on (B)(6) 2010 and device use issue "after several attempts inserting and removing the device the physician could place it". The patient's medical history included ectopic pregnancy in (B)(6) 2010, failed in vitro fertilization in 2010, abortion on (B)(6) 2010, failed in vitro fertilization on (B)(6) 2009, ectopic pregnancy in 2008, ectopic pregnancy in 2006 and failed in vitro fertilization. Previously administered products included for an unreported indication: methotrexate and methotrexate. Concurrent conditions included fallopian tube disorder. Family history included gastric cancer (paternal grandfather) and leukemia (paternal grandmother). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("she could not bear the pain during essure insertion/ patient is not given anesthesia or relaxant, suffering of a lot of pain.") And complication of device insertion ("only one essure was implanted"). In 2010, the patient experienced erythema ("erythema"), pelvic pain ("pelvic pain"), vaginal itching ("vaginal pruritus") and menstrual cycle abnormal ("menstrual alterations"). In september 2010, the patient experienced dermatitis ("dermatitis on neckline"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to nickel sulfate"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnant woman of 7+1 gestational sac"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") with urticaria, pruritus and acne, abdominal distension ("belly swelling"), back pain ("intense back pain"), breast pain ("breast pain"), arthralgia ("hip pain"), pain in extremity ("pain in the right leg"), vulval itching ("itching sensation in vulvar area"), alopecia ("hair weakness"), the first episode of menstruation irregular ("irregular menstruations"), haematochezia ("bleeding while defecating"), diarrhoea ("diarrhea"), dysmenorrhoea ("painful menstruations"), menstruation abnormal ("clots during menstruation"), lactose intolerance ("lactose intolerance"), alcohol intolerance ("alcohol intolerance"), flatulence ("intestinal gas"), headache ("headache"), nausea ("nauseas"), dizziness ("dizziness"), urinary incontinence ("urinary incontinence"), insomnia ("insomnia"), anxiety ("anxiety"), adverse reaction ("multiple ailments"), menorrhagia ("abundant menstruation"), the second episode of menstruation irregular ("irregular menstruation") and hyperhidrosis (seriousness criterion medically significant). The patient was treated with surgery (removal of essure in the left tube and left salpingectomy.). Essure was removed on 13-jun-2017. At the time of the report, the abdominal pain, hypersensitivity, abdominal distension, back pain, allergy to metals, breast pain, procedural pain, arthralgia, pain in extremity, vulval itching, alopecia, haematochezia, diarrhoea, dysmenorrhoea, menstruation abnormal, lactose intolerance, alcohol intolerance, flatulence, headache, nausea, dizziness, urinary incontinence, insomnia, anxiety, adverse reaction, menorrhagia, the last episode of menstruation irregular, dermatitis, erythema, pelvic pain, vaginal itching and menstrual cycle abnormal had resolved. Pregnancy related information: last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, adverse reaction, alcohol intolerance, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, complication of device insertion, dermatitis, diarrhoea, dizziness, dysmenorrhoea, erythema, flatulence, haematochezia, headache, hyperhidrosis, hypersensitivity, insomnia, lactose intolerance, menorrhagia, menstrual cycle abnormal, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary incontinence, vaginal itching, the first episode of menstruation irregular, menstruation abnormal, vulval itching and the second episode of menstruation irregular to be related to essure. The reporter commented: since the removal, the symptoms disappeared. She had to medical controls on (B)(6) 2017 and (B)(6) 2017 (as reported) and everything is fine. Information received on 31-mar-2021: discrepancies (date implanted: (B)(6) 2010 - (B)(6) 2010; date explanted ((B)(6) 2017 - (B)(6) 2016) anamnesis summary: referred for removal of essure placed due to hydrosalpinx and sterility. Clinical judgment: laparoscopy - removal of essure in the left tube and left salpingectomy. Left salpingectomy by laparoscopy was performed on 13jun2016. The left tube was removed by removing the essure identifying the distal end of the rings. Haemostasis with bipolar coagulation. The left ovary was embraced by adhesions and it ¿looked bad¿. Normal-looking right adnexal. Normal-looking uterus. Slight bleeding. Treatment plan: clexane 40 mg sc every 24 hrs for 7 days, omeprazole 1 tablet every 24 hours while taking anti-inflammatories. Dexketoprofen 25 mg 1 tablet every 8-12 hours for several days depending on discomfort. Paracetamol 1 gr orally if she presented pain. The postoperative course is reported as favorable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Allergy test - on 26-feb-2016: nickel sulfate true test - nickel ++ at 48 and 96 hrs. Blood count (27.0 - 31.0 pg) - on 25-jun-2013: 32 pg; on 15-mar-2016: red blood cells value of 4.16 10e6 / ul (reference 4.20 - 6.10), hcm value. 32.1 (reference 27 - 32). Coagulation test (1 - 1.3) - on 15-mar-2016: tp value 11.3 sec (reference 12 - 14), aptt 24.6 sec (30 - 40). Investigation - on 04-jun-2014: biochemistry: srm-creatinium; c. Mass value of 0.6 (reference 0.7 - 1.3) coagulation: aptt ratio 0.75 (reference 0.80 - 1.30); on 15-mar-2016: srm-creatinium; c. Mass value of 0.55 (reference 0.7 - 1.2), pac glomerular filtration value 132 ml / min (reference value 80 - 120); on 22-apr-2016: serum metabolites: srm-creatinium; c. Mass value of 0.66 (reference 0.7 - 1.2), coagulation: tp value 11.5 sec (reference 12-14), aptt 27.4 sec (30 - 40)); on 01-apr-2016: uterus in av, with intrauterine gestational sac with yolk sac and embryonic button with ac +, according to 6+5 gestational sac, appendages appear normal, no free liquid.. Ultrasound scan - on an unknown date: anteverted uterus, regular in size and normal shape. Left essure well placed. Annexes without pathological images.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-mar-2021: reporters added, weight added, indication "hydrosalpinx" added, , back pain outcome updated to "recovered / resolved", pregnancy added as event, pregnancy outcome updated, lab data added, narrative updated. On 31-mar-2021: no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('belly pain') in a 30-year-old female patient who had essure inserted for ectopic pregnancy and hydrosalpinx. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure was implanted to avoid ectopic pregnancy" on (B)(6) 2010 and device use issue "after several attempts inserting and removing the device the physician could place it". The patient's medical history included ectopic pregnancy in (B)(6) 2010, failed in vitro fertilization in 2010, abortion (after spontaneous conception) on (B)(6) 2010, miscarriage (after spontaneous pregnancy) on (B)(6) 2010, failed in vitro fertilization on (B)(6) 2009, failed in vitro fertilization on (B)(6) 2009, ectopic pregnancy in 2008, ectopic pregnancy in 2006 and multigravida (4). Previously administered products included for contraception: yasminelle in 2008; for an unreported indication: methotrexate in (B)(6) 2010 and methotrexate. Concurrent conditions included failed in vitro fertilisation since (B)(6) 2012, failed in vitro fertilisation since (B)(6) 2012, fallopian tube disorder (left) and nulliparous. Family history included gastric cancer (paternal grandfather) and leukemia (paternal grandmother). In 2010, the patient experienced erythema ("erythema"), pelvic pain ("pelvic pain"), vaginal itching ("vaginal pruritus") and menstrual cycle abnormal ("menstrual alterations"). In (B)(6) 2010, the patient experienced dermatitis ("dermatitis on neckline"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("she could not bear the pain during essure insertion/ patient is not given anesthesia or relaxant, suffering of a lot of pain.") And complication of device insertion ("only one essure was implanted"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to nickel sulfate"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("intrauterine gestational sac with yolk sac and embryonic button with ac +, according to 6+5 gestational sac"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hyperhidrosis ("palmar, axillary and plantar hyperhidrosis"), hypersensitivity ("allergic reaction") with urticaria, pruritus and acne, abdominal distension ("belly swelling"), back pain ("intense back pain"), breast pain ("breast pain"), arthralgia ("hip pain"), pain in extremity ("pain in the right leg"), vulval itching ("itching sensation in vulvar area"), alopecia ("hair weakness"), the first episode of menstruation irregular ("irregular menstruations"), haematochezia ("bleeding while defecating"), diarrhoea ("diarrhea"), dysmenorrhoea ("painful menstruations"), menstruation abnormal ("clots during menstruation"), lactose intolerance ("lactose intolerance"), alcohol intolerance ("alcohol intolerance"), flatulence ("intestinal gas"), headache ("headache"), nausea ("nauseas"), dizziness ("dizziness"), urinary incontinence ("urinary incontinence"), insomnia ("insomnia"), anxiety ("anxiety"), adverse reaction ("multiple ailments"), heavy menstrual bleeding ("abundant menstruation") and the second episode of menstruation irregular ("irregular menstruation"). The patient was treated with surgery (removal of essure in the left tube and left salpingectomy. And sympathectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain, hypersensitivity, abdominal distension, back pain, breast pain, arthralgia, pain in extremity, vulval itching, alopecia, haematochezia, diarrhoea, dysmenorrhoea, menstruation abnormal, lactose intolerance, alcohol intolerance, flatulence, headache, nausea, dizziness, urinary incontinence, insomnia, anxiety, adverse reaction, heavy menstrual bleeding, the last episode of menstruation irregular, dermatitis, erythema, pelvic pain, vaginal itching and menstrual cycle abnormal had resolved. At the time of the report, the hyperhidrosis, allergy to metals, procedural pain and complication of device insertion had resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abdominal pain, adverse reaction, alcohol intolerance, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, complication of device insertion, dermatitis, diarrhoea, dizziness, dysmenorrhoea, erythema, flatulence, haematochezia, headache, heavy menstrual bleeding, hyperhidrosis, hypersensitivity, insomnia, lactose intolerance, menstrual cycle abnormal, nausea, pain in extremity, pelvic pain, procedural pain, urinary incontinence, vaginal itching, the first episode of menstruation irregular, menstruation abnormal, vulval itching and the second episode of menstruation irregular to be related to essure. The reporter commented: since the removal, the symptoms disappeared. She had two medical controls on (B)(6) 2017 and (B)(6) 2017 (as reported) and everything was fine. Information received on 31-mar-2021: discrepancies (date implanted: (B)(6) 2010 - (B)(6) 2010; date explanted ((B)(6) 2017 - (B)(6) 2016). Anamnesis summary: referred for removal of essure placed due to hydrosalpinx and sterility. Clinical judgment: laparoscopy - removal of essure in the left tube and left salpingectomy. Left salpingectomy by laparoscopy was performed on (B)(6) 2016. The left tube was removed by removing the essure identifying the distal end of the rings. Haemostasis with bipolar coagulation. The left ovary was embraced by adhesions and it ¿looked bad¿. Normal-looking right adnexal. Normal-looking uterus. Slight bleeding. Treatment plan: clexane 40 mg sc every 24 hrs for 7 days, omeprazole 1 tablet every 24 hours while taking anti-inflammatories. Dexketoprofen 25 mg 1 tablet every 8-12 hours for several days depending on discomfort. Paracetamol 1 gr orally if she presented pain. The postoperative course is reported as favorable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Allergy test - on (B)(6) 2016: nickel sulfate true test - nickel ++ at 48 and 96 hrs. Blood count (27.0 - 31.0 pg) - on (B)(6) 2013: 32 pg; on (B)(6) 2016: red blood cells value of 4.16 10e6 / ul (reference 4.20 - 6.10), hcm value 32.1 (reference 27 - 32). Coagulation test (1 - 1.3 s) - on (B)(6) 2013: 0.9 s; on (B)(6) 2016: tp value 11.3 sec (reference 12 - 14), aptt 24.6 sec (30 - 40). Investigation - on (B)(6) 2014: biochemistry: srm-creatinium; c. Mass value of 0.6 (reference 0.7 - 1.3) coagulation: aptt ratio 0.75 (reference 0.80 - 1.30); on (B)(6) 2016: srm-creatinium; c. Mass value of 0.55 (reference 0.7 - 1.2), pac glomerular filtration value 132 ml / min (reference value 80 - 120); on (B)(6) 2016: uterus in av, with intrauterine gestational sac with yolk sac and embryonic button with ac +, according to 6+5 gestational sac, appendages appear normal, no free liquid.; on (B)(6) 2016: serum metabolites: srm-creatinium; c. Mass value of 0.66 (reference 0.7 - 1.2), coagulation: tp value 11.5 sec (reference 12-14), aptt 27.4 sec (30 - 40)). Ultrasound scan - in (B)(6) 2010: anteverted uterus, regular in size and normal shape. Left essure well placed. Annexes without pathological images. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-mar-2020: plaintiff report was received via health service. She used yasminelle for contraception in the past. Two failed in vitro fertilization attempts under essure (concomitant). Date of essure confirmation test was added. Symptoms have disappeared since the day of the removal (date (B)(6) 2017 added). She had two check-ups, one on (B)(6) 2017 and the other on (B)(6) 2017. Everything was very well. On 14-may-2021: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('belly pain') and hyperhidrosis ('palmar, axillary and plantar hyperhidrosis') in a 30-year-old female patient who had essure inserted for ectopic pregnancy and hydrosalpinx. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure was implanted to avoid ectopic pregnancy" on (B)(6) 2010 and device use issue "after several attempts inserting and removing the device the physician could place it". The patient's medical history included ectopic pregnancy in (B)(6) 2010, failed in vitro fertilization in 2010, abortion on (B)(6) 2010, failed in vitro fertilization on (B)(6) 2009, ectopic pregnancy in 2008, ectopic pregnancy in 2006 and failed in vitro fertilization. Previously administered products included for an unreported indication: methotrexate and methotrexate. Concurrent conditions included fallopian tube disorder. Family history included gastric cancer (paternal grandfather) and leukemia (paternal grandmother). In 2010, the patient experienced erythema ("erythema"), pelvic pain ("pelvic pain"), vaginal itching ("vaginal pruritus") and menstrual cycle abnormal ("menstrual alterations"). In (B)(6) 2010, the patient experienced dermatitis ("dermatitis on neckline"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("she could not bear the pain during essure insertion/ patient is not given anesthesia or relaxant, suffering of a lot of pain.") And complication of device insertion ("only one essure was implanted"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to nickel sulfate"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnant woman of 7+1 gestational sac"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") with urticaria, pruritus and acne, abdominal distension ("belly swelling"), back pain ("intense back pain"), breast pain ("breast pain"), arthralgia ("hip pain"), pain in extremity ("pain in the right leg"), vulval itching ("itching sensation in vulvar area"), alopecia ("hair weakness"), the first episode of menstruation irregular ("irregular menstruations"), haematochezia ("bleeding while defecating"), diarrhoea ("diarrhea"), dysmenorrhoea ("painful menstruations"), menstruation abnormal ("clots during menstruation"), lactose intolerance ("lactose intolerance"), alcohol intolerance ("alcohol intolerance"), flatulence ("intestinal gas"), headache ("headache"), nausea ("nauseas"), dizziness ("dizziness"), urinary incontinence ("urinary incontinence"), insomnia ("insomnia"), anxiety ("anxiety"), adverse reaction ("multiple ailments"), menorrhagia ("abundant menstruation"), the second episode of menstruation irregular ("irregular menstruation") and hyperhidrosis (seriousness criterion medically significant). The patient was treated with surgery (removal of essure in the left tube and left salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, hypersensitivity, abdominal distension, back pain, allergy to metals, breast pain, procedural pain, arthralgia, pain in extremity, vulval itching, alopecia, haematochezia, diarrhoea, dysmenorrhoea, menstruation abnormal, lactose intolerance, alcohol intolerance, flatulence, headache, nausea, dizziness, urinary incontinence, insomnia, anxiety, adverse reaction, menorrhagia, the last episode of menstruation irregular, dermatitis, erythema, pelvic pain, vaginal itching and menstrual cycle abnormal had resolved and the hyperhidrosis and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, adverse reaction, alcohol intolerance, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, complication of device insertion, dermatitis, diarrhoea, dizziness, dysmenorrhoea, erythema, flatulence, haematochezia, headache, hyperhidrosis, hypersensitivity, insomnia, lactose intolerance, menorrhagia, menstrual cycle abnormal, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary incontinence, vaginal itching, the first episode of menstruation irregular, menstruation abnormal, vulval itching and the second episode of menstruation irregular to be related to essure. The reporter commented: since the removal, the symptoms disappeared. She had to medical controls on (B)(6) 2017 (as reported) and everything is fine. Information received on (B)(6) 2021: discrepancies (date implanted: (B)(6) 2010; date explanted ((B)(6) 2017 - (B)(6) 2016) anamnesis summary: referred for removal of essure placed due to hydrosalpinx and sterility. Clinical judgment: laparoscopy - removal of essure in the left tube and left salpingectomy. Left salpingectomy by laparoscopy was performed on (B)(6) 2016. The left tube was removed by removing the essure identifying the distal end of the rings. Haemostasis with bipolar coagulation. The left ovary was embraced by adhesions and it ¿looked bad¿. Normal-looking right adnexal. Normal-looking uterus. Slight bleeding. Treatment plan: clexane 40 mg sc every 24 hrs for 7 days, omeprazole 1 tablet every 24 hours while taking anti-inflammatories. Dexketoprofen 25 mg 1 tablet every 8-12 hours for several days depending on discomfort. Paracetamol 1 gr orally if she presented pain. The postoperative course is reported as favorable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Allergy test - on (B)(6) 2016: nickel sulfate true test - nickel ++ at 48 and 96 hrs. Blood count (27.0 - 31.0 pg) - on (B)(6) 2013: 32 pg; on (B)(6) 2016: red blood cells value of 4.16 10e6 / ul (reference 4.20 - 6.10), hcm value 32.1 (reference 27 - 32). Coagulation test (1 - 1.3 s) - on (B)(6) 2013: 0.9 s; on (B)(6) 2016: tp value 11.3 sec (reference 12 - 14), aptt 24.6 sec (30 - 40). Investigation - on (B)(6) 2014: biochemistry: srm-creatinium; c. Mass value of 0.6 (reference 0.7 - 1.3) coagulation: aptt ratio 0.75 (reference 0.80 - 1.30); on (B)(6) 2016: srm-creatinium; c. Mass value of 0.55 (reference 0.7 - 1.2), pac glomerular filtration value 132 ml / min (reference value 80 - 120); on (B)(6) 2016: uterus in av, with intrauterine gestational sac with yolk sac and embryonic button with ac +, according to 6+5 gestational sac, appendages appear normal, no free liquid.; on (B)(6) 2016: serum metabolites: srm-creatinium; c. Mass value of 0.66 (reference 0.7 - 1.2), coagulation: tp value 11.5 sec (reference 12-14), aptt 27.4 sec (30 - 40)). Ultrasound scan - on an unknown date: anteverted uterus, regular in size and normal shape. Left essure well placed. Annexes without pathological images.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('belly pain'), device breakage ('travelling parts of the broken product inside the body') and fallopian tube perforation ('organ tearing') in a 30-year-old female patient who had essure inserted for ectopic pregnancy and hydrosalpinx. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure was implanted to avoid ectopic pregnancy" on (B)(6) 2010 and device use issue "after several attempts inserting and removing the device the physician could place it". The patient's medical history included ectopic pregnancy in (B)(6) 2010, failed in vitro fertilization in 2010, abortion (after spontaneous conception) on (B)(6) 2010, miscarriage (after spontaneous pregnancy) on (B)(6) 2010, failed in vitro fertilization on (B)(6) 2009, failed in vitro fertilization on (B)(6) 2009, ectopic pregnancy in 2008, ectopic pregnancy in 2006 and multigravida (4). Previously administered products included for contraception: yasminelle in 2008; for an unreported indication: methotrexate in (B)(6) 2010 and methotrexate. Concurrent conditions included failed in vitro fertilisation since (B)(6) 2012, failed in vitro fertilisation since (B)(6) 2012, fallopian tube disorder (left) and nulliparous. Family history included gastric cancer (paternal grandfather) and leukemia (paternal grandmother). In 2010, the patient experienced erythema ("erythema"), pelvic pain ("pelvic pain"), vaginal itching ("vaginal pruritus") and menstrual cycle abnormal ("menstrual alterations"). In (B)(6) 2010, the patient experienced dermatitis ("dermatitis on neckline"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("she could not bear the pain during essure insertion/ patient is not given anesthesia or relaxant, suffering of a lot of pain.") And complication of device insertion ("only one essure was implanted"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to nickel sulfate"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("intrauterine gestational sac with yolk sac and embryonic button with ac +, according to 6+5 gestational sac"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion intervention required), hyperhidrosis ("palmar, axillary and plantar hyperhidrosis"), hypersensitivity ("allergic reaction") with urticaria, pruritus and acne, abdominal distension ("belly swelling"), back pain ("intense back pain"), breast pain ("breast pain"), arthralgia ("hip pain"), pain in extremity ("pain in the right leg"), vulval itching ("itching sensation in vulvar area"), alopecia ("hair weakness"), the first episode of menstruation irregular ("irregular menstruations"), haematochezia ("bleeding while defecating"), diarrhoea ("diarrhea"), dysmenorrhoea ("painful menstruations"), menstruation abnormal ("clots during menstruation"), lactose intolerance ("lactose intolerance"), alcohol intolerance ("alcohol intolerance"), flatulence ("intestinal gas"), headache ("headache"), nausea ("nauseas"), dizziness ("dizziness"), urinary incontinence ("urinary incontinence"), insomnia ("insomnia"), anxiety ("anxiety"), adverse reaction ("multiple ailments"), heavy menstrual bleeding ("abundant menstruation"), the second episode of menstruation irregular ("irregular menstruation") and mental disorder ("psychological problems"). The patient was treated with surgery (removal of essure in the left tube and left salpingectomy. And sympathectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain, hypersensitivity, abdominal distension, back pain, breast pain, arthralgia, pain in extremity, vulval itching, alopecia, haematochezia, diarrhoea, dysmenorrhoea, menstruation abnormal, lactose intolerance, alcohol intolerance, flatulence, headache, nausea, dizziness, urinary incontinence, insomnia, anxiety, adverse reaction, heavy menstrual bleeding, the last episode of menstruation irregular, dermatitis, erythema, pelvic pain, vaginal itching and menstrual cycle abnormal had resolved. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device and mental disorder outcome was unknown and the hyperhidrosis, allergy to metals, procedural pain and complication of device insertion had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abdominal pain, adverse reaction, alcohol intolerance, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, complication of device insertion, dermatitis, device breakage, diarrhoea, dizziness, dysmenorrhoea, erythema, fallopian tube perforation, flatulence, haematochezia, headache, heavy menstrual bleeding, hyperhidrosis, hypersensitivity, insomnia, lactose intolerance, menstrual cycle abnormal, mental disorder, nausea, pain in extremity, pelvic pain, procedural pain, urinary incontinence, vaginal itching, the first episode of menstruation irregular, menstruation abnormal, vulval itching and the second episode of menstruation irregular to be related to essure. The reporter commented: since the removal, the symptoms disappeared. She had two medical controls on (B)(6) 2017 and (B)(6) 2017 (as reported) and everything was fine. Information received on 31-mar-2021: discrepancies (date implanted: (B)(6) 2010 - (B)(6) 2010; date explanted ((B)(6) 2017 - (B)(6) 2016). Anamnesis summary: referred for removal of essure placed due to hydrosalpinx and sterility. Clinical judgment: laparoscopy - removal of essure in the left tube and left salpingectomy. Left salpingectomy by laparoscopy was performed on (B)(6) 2016. The left tube was removed by removing the essure identifying the distal end of the rings. Haemostasis with bipolar coagulation. The left ovary was embraced by adhesions and it ¿looked bad¿. Normal-looking right adnexal. Normal-looking uterus. Slight bleeding. Treatment plan: clexane 40 mg sc every 24 hrs for 7 days, omeprazole 1 tablet every 24 hours while taking anti-inflammatories. Dexketoprofen 25 mg 1 tablet every 8-12 hours for several days depending on discomfort. Paracetamol 1 gr orally if she presented pain. The postoperative course is reported as favorable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Allergy test - on (B)(6) 2016: nickel sulfate true test - nickel ++ at 48 and 96 hrs. Coagulation test (1 - 1.3 s) - on (B)(6) 2013: 0.9 s; on (B)(6) 2016: tp value 11.3 sec (reference 12 - 14), aptt 24.6 sec (30 - 40). Full blood count (27.0 - 31.0 pg) - on (B)(6) 2013: 32 pg; on (B)(6) 2016: red blood cells value of 4.16 10e6 / ul (reference 4.20 - 6.10), hcm value 32.1 (reference 27 - 32). Investigation - on (B)(6) 2014: biochemistry: srm-creatinium; c. Mass value of 0.6 (reference 0.7 - 1.3) coagulation: aptt ratio 0.75 (reference 0.80 - 1.30); on (B)(6) 2016: srm-creatinium; c. Mass value of 0.55 (reference 0.7 - 1.2), pac glomerular filtration value 132 ml / min (reference value 80 - 120); on (B)(6) 2016: uterus in av, with intrauterine gestational sac with yolk sac and embryonic button with ac +, according to 6+5 gestational sac, appendages appear normal, no free liquid.; on (B)(6) 2016: serum metabolites: srm-creatinium; c. Mass value of 0.66 (reference 0.7 - 1.2), coagulation: tp value 11.5 sec (reference 12-14), aptt 27.4 sec (30 - 40)). Ultrasound scan - in (B)(6) 2010: anteverted uterus, regular in size and normal shape. Left essure well placed. Annexes without pathological images. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: adverse event "psychological problems", "travelling parts of the broken product inside the body" and "organ tearing" added to the case; reporter added to the case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('belly pain'), device breakage ('travelling parts of the broken product inside the body') and fallopian tube perforation ('organ tearing') in a 30-year-old female patient who had essure inserted for ectopic pregnancy and hydrosalpinx. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure was implanted to avoid ectopic pregnancy" on (B)(6) 2010 and device use issue "after several attempts inserting and removing the device the physician could place it". The patient's medical history included ectopic pregnancy in (B)(6) 2010, failed in vitro fertilization in 2010, abortion (after spontaneous conception) on (B)(6) 2010, miscarriage (after spontaneous pregnancy) on (B)(6) 2010, failed in vitro fertilization on (B)(6) 2009, failed in vitro fertilization on (B)(6) 2009, ectopic pregnancy in 2008, ectopic pregnancy in 2006 and multigravida (4). Previously administered products included for contraception: yasminelle in 2008; for an unreported indication: methotrexate in (B)(6) 2010 and methotrexate. Concurrent conditions included failed in vitro fertilisation since (B)(6) 2012, failed in vitro fertilisation since (B)(6) 2012, fallopian tube disorder (left) and nulliparous. Family history included gastric cancer (paternal grandfather) and leukemia (paternal grandmother). In 2010, the patient experienced erythema ("erythema"), pelvic pain ("pelvic pain"), vaginal itching ("vaginal pruritus") and menstrual cycle abnormal ("menstrual alterations"). In (B)(6) 2010, the patient experienced dermatitis ("dermatitis on neckline"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("she could not bear the pain during essure insertion/ patient is not given anesthesia or relaxant, suffering of a lot of pain.") And complication of device insertion ("only one essure was implanted"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to nickel sulfate"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("intrauterine gestational sac with yolk sac and embryonic button with ac +, according to 6+5 gestational sac"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion intervention required), hyperhidrosis ("palmar, axillary and plantar hyperhidrosis"), hypersensitivity ("allergic reaction") with urticaria, pruritus and acne, abdominal distension ("belly swelling"), back pain ("intense back pain"), breast pain ("breast pain"), arthralgia ("hip pain"), pain in extremity ("pain in the right leg"), vulval itching ("itching sensation in vulvar area"), alopecia ("hair weakness"), the first episode of menstruation irregular ("irregular menstruations"), haematochezia ("bleeding while defecating"), diarrhoea ("diarrhea"), dysmenorrhoea ("painful menstruations"), menstruation abnormal ("clots during menstruation"), lactose intolerance ("lactose intolerance"), alcohol intolerance ("alcohol intolerance"), flatulence ("intestinal gas"), headache ("headache"), nausea ("nauseas"), dizziness ("dizziness"), urinary incontinence ("urinary incontinence"), insomnia ("insomnia"), anxiety ("anxiety"), adverse reaction ("multiple ailments"), heavy menstrual bleeding ("abundant menstruation"), the second episode of menstruation irregular ("irregular menstruation") and mental disorder ("psychological problems"). The patient was treated with surgery (removal of essure in the left tube and left salpingectomy. And sympathectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain, hypersensitivity, abdominal distension, back pain, breast pain, arthralgia, pain in extremity, vulval itching, alopecia, haematochezia, diarrhoea, dysmenorrhoea, menstruation abnormal, lactose intolerance, alcohol intolerance, flatulence, headache, nausea, dizziness, urinary incontinence, insomnia, anxiety, adverse reaction, heavy menstrual bleeding, the last episode of menstruation irregular, dermatitis, erythema, pelvic pain, vaginal itching and menstrual cycle abnormal had resolved. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device and mental disorder outcome was unknown and the hyperhidrosis, allergy to metals, procedural pain and complication of device insertion had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abdominal pain, adverse reaction, alcohol intolerance, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, complication of device insertion, dermatitis, device breakage, diarrhoea, dizziness, dysmenorrhoea, erythema, fallopian tube perforation, flatulence, haematochezia, headache, heavy menstrual bleeding, hyperhidrosis, hypersensitivity, insomnia, lactose intolerance, menstrual cycle abnormal, mental disorder, nausea, pain in extremity, pelvic pain, procedural pain, urinary incontinence, vaginal itching, the first episode of menstruation irregular, menstruation abnormal, vulval itching and the second episode of menstruation irregular to be related to essure. No further causality assessment were provided for the product. The reporter commented: since the removal, the symptoms disappeared. She had two medical controls on (B)(6) 2017 and (B)(6) 2017 (as reported) and everything was fine. Information received on 31-mar-2021: discrepancies (date implanted: (B)(6) 2010 - (B)(6) 2010; date explanted (B)(6) 2017 - (B)(6) 2016) anamnesis summary: referred for removal of essure placed due to hydrosalpinx and sterility. Clinical judgment: laparoscopy - removal of essure in the left tube and left salpingectomy. Left salpingectomy by laparoscopy was performed on (B)(6) 2016. The left tube was removed by removing the essure identifying the distal end of the rings. Haemostasis with bipolar coagulation. The left ovary was embraced by adhesions and it ¿looked bad¿. Normal-looking right adnexal. Normal-looking uterus. Slight bleeding. Treatment plan: clexane 40 mg sc every 24 hrs for 7 days, omeprazole 1 tablet every 24 hours while taking anti-inflammatories. Dexketoprofen 25 mg 1 tablet every 8-12 hours for several days depending on discomfort. Paracetamol 1 gr orally if she presented pain. The postoperative course is reported as favorable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Allergy test - on (B)(6) 2016: nickel sulfate true test - nickel ++ at 48 and 96 hrs. Coagulation test (1 - 1.3 s) - on (B)(6) 2013: 0.9 s; on (B)(6) 2016: tp value 11.3 sec (reference 12 - 14), aptt 24.6 sec (30 - 40). Full blood count (27.0 - 31.0 pg) - on (B)(6) 2013: 32 pg; on (B)(6) 2016: red blood cells value of 4.16 10e6 / ul (reference 4.20 - 6.10), hcm value 32.1 (reference 27 - 32). Investigation - on (B)(6) 2014: biochemistry: srm-creatinium; c. Mass value of 0.6 (reference 0.7 - 1.3) coagulation: aptt ratio 0.75 (reference 0.80 - 1.30); on (B)(6) 2016: srm-creatinium; c. Mass value of 0.55 (reference 0.7 - 1.2), pac glomerular filtration value 132 ml / min (reference value 80 - 120); on (B)(6) 2016: uterus in av, with intrauterine gestational sac with yolk sac and embryonic button with ac +, according to 6+5 gestational sac, appendages appear normal, no free liquid.; on (B)(6) 2016: serum metabolites: srm-creatinium; c. Mass value of 0.66 (reference 0.7 - 1.2), coagulation: tp value 11.5 sec (reference 12-14), aptt 27.4 sec (30 - 40)). Ultrasound scan - in (B)(6) 2010: anteverted uterus, regular in size and normal shape. Left essure well placed. Annexes without pathological images. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.